Event description:
The report received from the affiliate indicated that upon opening the package of a 6f brite tip sheath, the distal end of the sheath was frayed. Therefore the physician used another 6f brite tip sheath instead. There was no patient injury reported. The target lesion was left superficial femoral artery. Approach was made with another sheath introducer and the procedure finished without any problem. In order to perform hemostasis with an exoseal, the sheath was attempted to exchange for the 6f 11cm brite tip sheath. Hemostasis was conducted with an exoseal without any issue with another sheath. The procedure was finished successfully. The product will not be returned for analysis. There was no damage noted on the packaging. It is unknown how the device was stored by the facility. Additional information is not available.

Manufacturer narrative:
The report received from the affiliate indicated that upon opening the package of a 6f brite tip sheath, the distal end of the sheath was frayed. The physician used another 6f brite tip sheath instead. There was no damage noted on the packaging. It is unknown how the device was stored by the facility. There was no patient injury reported. Additional information is not available. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15897014 revealed no anomalies during the manufacturing and inspection processes. With the information available and without return of the device for analysis no conclusion can be drawn. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.